Event description:
Technician reports a pt was sent to the hosp for cramping following hemodialysis on a baxter 1550 hemodialysis machine, with results indicating a hyponatremic event. No further info available at time of report.